Manufacturer narrative:
Report source "foreign" was not checked in the initial report.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient presented during a follow up. Upon investigation, noise was noted on the lead. Programming changes were done but the noise persists. Due to noise, loss of pacing was observed for a short duration. No adverse events observed in the patient. Patient would continue to be monitored normally.